Event description:
It was reported that this was a procedure performed to treat a bifurcation lesion that extended from the left main artery into the left circumflex (lcx) artery. The first xience pro s stent was successfully deployed in the lcx. The plan was to implant a second xience pro s stent in the left anterior descending (lad) artery using the culotte technique. The physician planned to balloon the stent struts of the first stent, opening into the lad; however, he felt that he may have ballooned too distally and missed the stent strut opening. When placing the second xience pro s into the lad, it caught on the stent struts of the first implanted stent, stretching and dislodging from the delivery system. A smaller dilatation catheter balloon was inflated within the dislodged stent, in an attempt to retrieve the stent; however, this was unsuccessful. The dislodged stent stretched to the aorta, remaining caught on the implanted stent. The guide catheter, with the dislodged stent inside, was pulled back, causing approximately one third of the implanted stent to separate and the dislodged stent to separate. The physician is not exactly sure how the reported events occurred. It is likely when he pulled back the guide catheter, after inflating the balloon inside the second stent in the guide and attempting to retrieve it, that this could have fractured the second stent. So when the whole guide was pulled back it left behind a fragment of the second stent. The first stent became fractured from the force of pulling back the second stent which it was tangled with. A snare was used to retrieve both the separated portion of the first stent and the separated segments of the second, dislodged stent. The remaining two thirds of the first stent remains in the implanted in the lcx. A third xience pro s stent was implanted in the lad and optimized successfully. No additional treatment was required in the lcx. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported issue and treatment appears to be related to operational context of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: the UDI number is not known as the part and lot number were not provided. The other xience pro s referenced in b5 is being filed under a separate medwatch report.